Event description:
The patient is implanted with a scs system which includes two leads from the same lot. Patient reports she is experiencing ineffective stimulation. Follow up information reprogramming was unable to resolve the issue. In addition,. X-rays did not reveal lead migration and further follow up with her physician is planned.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.